Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a loss of therapeutic effect after an MRI on (B)(6) 2010. Hcp was unable to get communication with implantable neuro stimulator (ins) and programmer. Additional information will be provided when available.